Event description:
The patient received a recall notification letter from her surgeon. The patient states she began experiencing a sharp pain in the hip and thigh in (B)(6) 2012. She could feel a separation in the muscle in the front part of the thigh and the intense pain caused her to walk with a pronounced limp. It is very painful to walk or stand for a long period. The hip was warm to the touch, had a burning sensation and appeared to be visibly sunken in at the implant site. A physical evaluation, MRI, blood test, and x-rays were completed. Blood labs indicated slightly elevated metal levels and the MRI showed fluid around the implant. The patient has revision (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.